Manufacturer narrative:
Further evaluation and investigation was performed: the original complaint was reported as distal end "stuck open". One (1) 8360-10 unit with lot number m45041 was returned for investigation. There was no visible etching on the collar of the device, indicating the unit was repaired by an external 3rd party. A visual examination was performed which did not identify clear or obvious visual defects aside from routine wear and use. Functional testing showed that the instrument function was not smooth and consistent, including the handle action. Upon functional test, the rotator housing separated from the handle assembly and rendered the device non-functional. The investigation into the cause of the reported problem was able to confirm the failure mode. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
When additional information is received a follow up report will be submitted.

Event description:
It was reported that there was an issue with a prestige grasper. The reporter indicated that the prestige was stuck in open position when it was pulled it for surgery. Per the reporter, the device malfunction was noted in the operating room but prior to the start of the procedure. As the device malfunction was noted prior to use on the patient, the device was pulled and a back up prestige grasper was used to successfully complete the surgery. This incident did not cause or contribute to serious injury or death or a delay in surgery.

Manufacturer narrative:
Manufacturer evaluation: the complaint device was returned to the manufacturer for physical evaluation. A visual examination revealed that the device showed signs of repair to shrink tube. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident was not able to determined due to the condition of the returned device. Therefore, the investigation was not able to confirm a device or production problem that would have resulted in the reported event.